Manufacturer narrative:
This device used for treatment and not diagnosis. The device was used in a veterinary procedure and the patient information will not be reported. Device is an instrument and is not implanted/explanted. The reporter's complaint of loose components was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder

Event description:
Veterinary facility reported to anspach service and repair: during unknown surgery, the top of the ao/asif quick coupling for drill bits became unscrewed. It unscrews and then the device becomes jammed. The facility tried to tighten the device; however it just comes right back unscrewed. Facility used spare device to complete the procedure. There was no delay due to reported event. Procedure was completed successfully without any medical intervention. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from date of awareness was reviewed. The item was previously returned for routine maintenance on 7-nov-2013. A service request for this item was called in on 7-jan-2014 for loose component. The previous service condition of routine maintenance is not relevant to the current complained issue of loose component. (B)(4)